Event description:
It was reported that the pump began burning or melting. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.